Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/29/2015. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridges were tested in whole blood. Customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: hct: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat hct result of 40 (hb 13.6) and the result from another manufacturer being approximately 22 (hb 7.8) and the limited information, there is not enough information to determine whether an I-stat product malfunction occurred. Po2: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is no indication of a product malfunction. No specific po2 values were provided, only so2. So2 is calculated from measured po2 and ph and from hco3 calculated from measured pco2 and ph.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected discrepant o2 saturation and the hemoglobin results on a (B)(6) female patient presented for post ventral hernia repair. There was no additional patient at the time of this report. Return product is no available for investigation. I-stat: so2: 79, hb: 13.5. Labl: so2: 93.9, hb: 7.8. Patient was on 3 liters oxygen nasal cannula when tested on the lab analyzer. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).